Manufacturer narrative:
No patient information was provided by the distributor. Age and weight were best estimated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Per CAPA (B)(4) driven by an audit, performed by the parent company johnson & johnson, it was evaluated that the complaint/incident on hand needs to be reported retrospectively.

Event description:
Inner pin tip broke off.